Event description:
It was reported that during a laparoscopic anterior resection procedure, the tip of the cannula broke off into the patient. The broken tip was recovered from the patient. There was no delay to surgery. The procedure was completed using another same product from the shelf. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.